Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the peripheral scalp IV clotted and fluid was seen leaking from the sides of the maxzero®. Stated the line had been accessed numerous times because an antibiotic was infused through the line. No patient harm reported. The customer stated the maxzero cracked if over tightened.